Event description:
The patient reports that she has vns for epilepsy, and she had surgery to "re-implant" it under the pectoral muscle tissue. Although it has been 6 months since moving vns, when she participates in any activity that really works the pectoral muscles, she gets sore close to where the generator is at. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a pocket revision for repositioning the device as it was noted to be moving around. It was noted to be both for patient comfort and injury prevention. No additional relevant information has been received to date.

Event description:
Information was received that the cause of the migration was improper suturing during implant.